Event description:
Cook (B) (4) reported, "patient had a port inserted into the left arm in (B) (6) 2009. Nil problems until early (B) (6), when she complained of episodes of shortness of breath, tachycardia - was referred to a cardiologist for investigation. Around the same time, it was noticed that her port stopped flushing smoothly or drawing back of blood. Referred back to (B) (6) in xray for a linogram (B) (6) 2010 - it was then noticed that the line was fractured about 5cm after where it was connected to the port. The rest of the line was curled up in the pulmonary arteries. Transferred to the (B) (6) for retrieval of foreign body. Many products were used (snares, vascular forceps, catheters, wires). Symptoms of sob and tachycardia have resolved." A section of the device remained in the patient's body. It was removed via femoral puncture at a (B) (6) hospital. Additional procedures were performed to retrieve the device section - fragmented section of port had migrated into the pulmonary artery and needed retrieval using snares.

Manufacturer narrative:
(B) (4). On june 01, 2010: notified the (B) (4) distributor concerning the "date aware" of 04/20/2010 when it was just received on june 01, 2010. On june 02, 2010: response: "this is an ir product complaint and the sales rep for the facility involved in the complaint no longer works with cook. A pi rep was contacted in relation to this complaint and provided us in cirl with the information as documented in trackwise. The date of 20-april-2010 is on the customer complaint reporting form and we are assuming this is the date the cook rep was informed about the event. Cirl were aware about this event on friday 28-may-10 and the complaint was logged on monday 31-may-10 in trackwise and cook vascular was informed on 31-may-10. Please note that once cirl were aware, cook vascular was informed within the required timeframe."